Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced and after observing proper operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed part and determined the cause of the reported issue was due to a shorted diode, designator cr30, on the therapy pcb assembly.  The diode was shorted from legs 5 to 9.

Event description:
The customer, a biomedical engineer, initially contacted physio-control to report their device was showing an "abnormal energy" message on the display every time they delivered defibrillation energy to an analyzer during testing. The customer stated appropriate biphasic defibrillation energy was delivered to the analyzer when the "abnormal energy" message was displayed. There was no patient use associated with this event. Upon evaluation, physio observed the device had a service indicator, logged an event code, and would only deliver a reduced monophasic defibrillation energy waveform.